Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Lar. After firing the anvil did not tilt. The surgeon attempted to remove the device throughout tilting the anvil, but the device was caught at the staple line, and the tissue around the anastomosed part was torn. New device was opened and anastomosis was performed again. There was oozing of blood, tissue damage and unanticipated tissue loss. Operating room time was extended by more than 30 minutes. Clinical sample was discarded at the site and the lot number was not identified.